Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric procedure, while stapling the stomach, the device did not fire. They replaced the device with another handle to resolve the issue. There was no patient injury.